Event description:
It was reported that when removing shield the hub separated from device prior to use with a bd syringe 0.5ml 29ga 1/2in. The following information was provided by the initial reporter, translated from japanese to english: when removing a shield, the hub separated.

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when removing shield the hub separated from device prior to use with a bd syringe 0.5ml 29ga 1/2in. The following information was provided by the initial reporter, translated (B)(6): when removing a shield, the hub separated.